Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve leak occurred. It was reported that when the dilator was removed from the vizigo sheath, the hub was leaking blood. Physician stated the valve broke off and started leaking blood. Unknown as to what exactly broke off. Nothing broke off inside of the patient. Amount of blood loss is unknown. The physician initially went transseptal with a sl0 and a brk1. He exchanged to the vizigo using the wire included with the vizigo. The vizigo was replaced and the issue was resolved. The procedure was continued and completed. There was no patient consequence.